Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that alaris syringe module malfunctioned, came back from repair to dose cord. Did a full check and passed. Although requested, additional information was not provided.